Event description:
Allegedly, the distal portion of the stem appears to have fractured off the rest of the stem; the patient does not recall a traumatic event; severe metallosis

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-01283, -01284.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.